Event description:
Got essure in 2013 and since then have had horrible periods and sharp stabbing pain on my left side. I now have very bad acne that I never had my whole life. Gained weight and had very bad mood swings and very bad anxiety and vaginal smell. Once removed, I could tell a big difference that same day. I now am (B)(6) debt from having to take care of this on my own so I could get it removed plus travel and pain and suffering in my family and marriage. Essure needs to be off the market.